Event description:
Our customer has reported to the sales rep that during the surgery, when opening the implant (ref. 3125-1180s) box to place the gamma nail, the screw was stuck to the tongue of the sterile box and went to the floor. Another item available was used to finished the surgery.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.